Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined a system check with tandem technical support customer cleared the alarm and resumed insulin. Customer¿s blood glucose level was 200 mg/dl.